Event description:
A patient underwent a transoral incisionless fundoplication (tif) procedure. Prior to insertion of the esophyx device, a bougie was used to dilate the esophagus. No esophyx malfunction or patient issues were noted during or immediately after completion of the tif procedure. Post-tif procedure , the patient experienced issues breathing and became hypoxic. The patient underwent an esophagogastroduodenoscopy (egd) on an unknown date and an initial CT scan with barium swallow on (B)(6) 2023 which did not indicate a leak. On (B)(6) 2023, the patient remained hypoxic and a second CT scan with barium swallow on (B)(6) 2023 was conducted. A leak was noted, and a stent was placed to treat the noted leak and perforation on/near the gastroesophageal junction (gej), and a chest tube was placed. On (B)(6) 2023, the patient was discharged with a j-tube for feeding and is expected to make a full recovery.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported perforation and leak and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The tif physician stated the reported leak and perforation was at the site of a fastener placement, thus the tif physician is alleging the tif procedure contributed to and/or caused the adverse event. Based on the available information received by egs and the medical opinion of the tif physician, the cause of the reported leak and perforation cannot be determined. It cannot be conclusively determined if the pre-tif egd, esophageal dilation by bougie, tif procedure, post-tif egd, or a combination of events, contributed to or caused the adverse event.

Manufacturer narrative:
A medwatch initial final report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. Merit medical (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening b.7 - history updated to include hiatal hernia gerd d6a - implant date added updated g code to 788 updated c code to include 3221 updated d code to include 67.

Manufacturer narrative:
Endogastric solutions reviewed this event/MDR with (B)(6), md, who provided his medical opinion on the associated harm(s) which should be trended for this event/MDR. Per dr. (B)(6) medical opinion, the health effect - clinical code field has been updated to reflect a perforation and pleural effusion as the harms associated with this report.